Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was poor coupling. The patient programmer and the insr (ins recharger) had a discrepancy with the ins battery level. The insr was showing 75%, while the patient programmer was showing 25%. No matter how long they charge the ins, the battery level never goes past 75%. The caller went on to say that there was no way of knowing how much charge there is in the ins battery. The icons were reviewed with the patient and it was noted the insr battery was full. The ins was currently charging with the insr antenna icon and squiggly lines going to the ins battery charging. The ins battery was 3/4 full and the last 1/4 was not flashing/blinking. The patient currently had 4 coupling bars. They were able to get 8 coupling bars in the past. The caller further added that they stuck the insr antenna on the patient's ins to charge while the patient was sleeping through the night. The insr had coupling bars when the caller checked. It was reported they had been charging for 8 hours supposedly. The patient programmer showed the word low and the ins battery was empty. No matter how long they charged, the ins was not charging all the way. The patient was to follow up with the hcp to have the device checked. No patient symptoms or further complications were reported as a result of this event.